Event description:
Customer reported the touch screen is not working. System operates as intended.

Manufacturer narrative:
Ge representative evaluated the system and performed a touch screen calibration. No patient injury was reported.